Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a watchdog timeout alarm anomaly and was not able to clear. Customer's blood glucose was unknown. Insulin pump had a blank display and buttons were not responding after battery change. Insulin pump would be replaced.

Manufacturer narrative:
Unit was received with a full segment display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify watchdog timeout alarm or button keypad anomaly due to full segment display. No moisture/damage/unlocked lcd keypad connector noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.